Event description:
It was reported that during preparation for the diagnostic procedure, the camera head presented a foggy image. The procedure was completed using a similar device with no surgical delay. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: g3, h2, h3, h4, h6, h11. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: a slice on cable was found. A definitive root cause of the reported issue could not be determined. Based on the results of the investigation, it is likely the following led to the malfunction: moisture inside the charged coupled device lens causing the image issue. The most probable cause of the complaint is component failure. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that during preparation for the diagnostic procedure, the camera head presented a foggy image. The procedure was completed using a similar device with no surgical delay. There were no reports of patient harm.